Event description:
It was reported that the customer experienced high blood glucose for the past two days. Blood glucose value was in the 400 mg/dl range. Customer's mother declined to troubleshoot; she originally called regarding issues with the transmitter charger. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.